Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information was requested. If it becomes available, the evaluation summary will be submitted in a supplemental report.

Event description:
It was reported that, "stem subsided in patient's femur at least 1cm. Stem was removed and a secure fit #8 stem was implanted. Anterior approach."